Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent patient effects and treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. User facility medwatch report number: (B)(4).

Event description:
Subsequent to the initial and final medwatch report, the following additional information was received. User facility medwatch report #: (B)(4) received: event desc: progide misfired at beginning of scheduled endovascular thoracic injury repair; at end of procedure, surgeon could detect normal flow in right common femoral artery; surgeon opened right femoral artery and identified a piece of material that likely broke off of one of three progide devices used during procedure; all three progides retained with packaging and foreign body and placed in vascular services assistant nurse manager's (anm) office. Dictation report read: this (B)(6) yr old female was a transfer from another hospital w/ a thoracic injury s/p mvc. Taken emergent to or for thoracic endostentt. Began with percutaneous entry in groin for sheath placement. Stent deployment complete, he began closing percutaneous site using perclose device. The first device misfired making a loud pop. He then used two more device to close artery. Assessing pulses before putting on dressing, no pulse in femoral artery or feet. He did a cutdown to evaluate the artery and noted it to be completely closed off (by the perclose stitch). He opened up the artery and found a small plastic anchor which he suspects was left from the first perclose misfiring. This injured the artery beyond his ability to repair. He had to resect that part of artery and replace with a synthetic ptfe (gore) graft. Upon closure, pulses were present in feet with good doppler signals. Message has been left with rep: this malfunction of device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, following closure of a common femoral artery, a femoral angiogram was taken and no blood flow was found in the artery. A cut-down was performed and found the footplate of the proglide device was broken and remained in the artery. The footplate was removed and a vascular patch was used to close the artery. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foot break; however, the patient effect and treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.